Event description:
It was reported that the programmer displayed a "fatal" error message several times, even after running the 2090 service diskette two or three times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that after interrogating a device an error message was displayed. As a result the hard drive was reconfigured and software was reloaded.